Event description:
Dr. Placed the listed implant in the patient on 8/19/90. The patient complained of pain, and upon x-ray, the doctor determined that due to circumsta<nces he would have to do a revision surgery. The acetabular cup liner was replaced due to excesive wear. At that time he also replaced the femoral head, because it was burnished, and he felt that it was best to replace this component also. This patient is a heavy male who is required to wear a 35 lb pack during his work. The doctor felt that this was a factor in the excessive wear on the implantdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.